Manufacturer narrative:
Facility name: (B)(6).

Event description:
According to the reporter, during a gastrectomy procedure, there was poor staple formation and an incomplete staple line centrally and distally. They used a new reload in the proximal site and sutured to strength the staple line. There was no patient harm. The device was contaminated and is not expected to be returned for evaluation. No reinforcement material was used.